Event description:
Internet article reports that a patient experienced suture extrusion at an unspecified time following bladder surgery. The article indicates that this patient required surgery to excise sutures.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.